Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the charging pins inside the pump usb port were bent. Subsequently, the customer was unable to charge the pump and the pump shut off due to insufficient power. The customer's blood glucose (bg) level was 300 (mg/dl). A manual injection via insulin pen was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.